Event description:
It was reported that a female patient who underwent primary breast augmentation with an 800cc mentor memorygel breast implants experienced left sided rupture, bilateral ptosis, and bilateral superior migration post procedure. As a result, bilateral prosthesis replacement with 800cc mentor memorygel breast implants, mastopexy, and inferior capsulotomy was performed on (B)(6) 2022. The left sided rupture was reported initially under 1645337-2022-04490 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, device migration. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On may 16, 2022 mentor became aware that it erroneously reported the incorrect implant year with the initial report submitted. The device was implanted in 2010.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 25, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).